Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after receiving a stuck button alarm. Customer stated the insulin pump was exposed to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify keypad unresponsive/stuck button error alarm due to blank display. Unit was received with moisture damaged motor assembly and power board. Pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.